Event description:
Reportedly, the white portion attached to the ring/bag came off when specimen was being removed. Sex: unk. Procedure: unk

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.